Manufacturer narrative:
Philips service rebooted the system to clear the error and advised recreating the image store. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an image disk warning caused no x-ray during diagnostic use on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.